Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 1/27/2022, it was reported by a sales representative via email that an ar-3638 knotless fibertak inserter cut the suture, rendering the anchor not usable. Surgeon opened another fibertak and ended up completing the procedure with a total of 6 fibertaks. This was discovered during insertion of the fibertak on a procedure. Additional information received on 1/27/2022: this was discovered during a labrum repair procedure. Nothing else, beside the sutures, broke inside the patient. Surgeon completed case using 6 other ar-3638 fibertaks from a different lot number.